Manufacturer narrative:
A couple of photos were shared by the customer, the item and lot information are shown, no damage or anomalies are observed based on the photo. One (1) used sample# (B)(6) was returned for evaluation. As received normal saline was observed inside the set. No physical damage was observed. No mating device was returned for evaluation. The sample was tested as per procedure and no leaks, air bubbles was observed after the test. Complaint of air in the line cannot be confirmed or replicated. The device history lot #13916143 review was performed, and no relevant, discrepancies or nonconformances were identified that might lead the condition reported by the customer.

Event description:
A complaint involving a 71" (180 cm) appx 0.44 ml, smallbore ext set w/microclave® clear, clamp (blue), rotating luer experienced air in line. The reporter stated that their patient was getting IV antibiotics via syringe pump. The ns flush was placed on the pump after the antibiotic was done infusing and flush started. Patient's mother then noticed about 6 inches of air in the line after the ns flush started. They unhooked the line from the patient so that no air got through the IV and into the patient. The patient's mother also stated that this exact situation happened the night before. There was patient involvement, no patient or staff harm / injury.

Manufacturer narrative:
D1 brand name - 71" (180 cm) appx 0.44 ml, smallbore ext set w/microclave® clear, clamp (blue), rotating luer. H6 - the device has not yet been received, upon receiving the device, an investigation will be completed. When complete, then a supplemental MDR will be submitted.